Event description:
Surgeon doing leep cone procedure on cervix and the apple fischer cone biopsy excision became damaged during procedure and removed from pt. Please be aware (B)(6) is now owned by (B)(6).